Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was pain around the scar at the battery implant site. On (B)(6) 2013 the patient suffered from a burning sensation pain at the battery level. The patient was instructed for programming adjustments of the device for a lying position. The patient¿s status at the time of report was alive with no injury. The issue was resolved on (B)(6) 2013. Later it was reported that the patient¿s pain and burning did not resolve.